Event description:
It was reported that prior to a stenting treatment procedure, stent damage occurred. As the 2.25x16mm promus element stent was opened and prepped for use it was noted that the stent was damaged. There was no contact with the patient. No complications were reported.

Event description:
It was reported that prior to a stenting treatment procedure, stent damage occurred. As the 2.25x16mm promus element stent was opened and prepped for use it was noted that the stent was damaged. There was no contact with the patient. No complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).

Manufacturer narrative:
Age at the time of event: 18 years or older device is a combination product (B)(4).